Event description:
Customer reported receiving an alarm on the insulin pump for a loose drive support disk. Customer was advised to disconnect from the insulin pump and stated that his back up plan was manual injection every hour. He stated that the drive support cap appeared to be normal and recessed. The blood glucose reading was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.